Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power on, as a result the power supply was replaced.

Event description:
It was reported by the company representative that the programmer would not power on. It was also reported the programmer was turned on for a case and was up and running. After coming back from talking to the doctor, just a gray screen. No power and no error code. Other cords and power supply were tried, but nothing. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.